Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colonoscopy procedure on (B)(6), 2011. According to the complainant, post stent deployment, upon removing the delivery system from inside the stent, it was noticed that one of the welds on the proximal end of the stent had broken free allowing one of the looped ends to straighten out toward the delivery system and anus. The physician was concerned that this issue may pose a risk for perforation; therefore, he chose to use argon plasma to cut the wire. The wire was successfully cut and the procedure was completed with this device. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.